Event description:
Customer called in from the hospital to report that she had been admitted in 2008 for dka. She did not have the pod she was wearing when she was admitted because it was discarded. She was taken to the hospital unconscious that evening in an ambulance. She was unable to provide further detail about the evening or the events leading up to it. She was unsure if the pod was delivering insulin leading up to her admission. The nurse in her unit said they were planning to discharge her that afternoon (three days later) if her blood sugars remained stable. She had been taken off of her insulin drip and had been put on a new pod at the time of the call. She called because the doctor had asked that they confirm the pdm was working properly before she left the hospital. She was able to get a status screen, and ran an alarms diagnostics test, which beeped on both the pdm and the pod. Also confirmed that the ic ratio and basal rate changes they had made at the request of the doctor in the hospital had been entered into the pdm correctly. Customer said she was interested in speaking with a insulet clinical specialist. She stated she would call if she has any more issues. No further information reported.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This lot was found to have met all acceptance criteria at the time of release.